Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg implantable cardioverter defibrillator (B)(6) 2011; 694765 implantable tachy lead (B)(6) 2011; 5076-52 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high threshold and no capture. The lead was capped and was replaced with a competitor's product. No patient complications have been reported as a result of this event.